Event description:
Medtronic neurostimulator to control urges to urinate surgically implanted model 3058. Experienced electric shock to legs, motion problems, hunchback in morning lost weight insomnia. Surgeon took it out. He said twisted wires probably caused electric shock but he couldn't tell if wires were fractured.